Event description:
Boston scientific received information that the right ventricular (ra) lead was dislodged. The physician repositioned the ra lead and was successful. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.